Manufacturer narrative:
Neither a pt injury occurred nor was medical intervention required as a result of this incident. Since the pt was therapeutically comatose and no family members were present to provide written consent, computerized treatment records were inaccessible. The nurse caring for this pt was not available to discuss the incident, but facility's nurse mgr was able to provide a limited account of what transpired during this reported event. Facility's nurse mgr did not know the history of this pt nor was she able to provide any info on non-prisma fluid given during the reported event. According to the alarm history, there were a total of seven dialysate alarms. Even though the alarms were overridden a total of 13 times in a three-hour period, this does not account for such an excessive fluid removal. A gambro field rep inspected the machine and performed a fluid balance check out procedure, calibrated the scales and found all the pumps and the fluid removal accuracy within MFR's specifications. He found the effluent pump rotor out of specifications. He took no corrective action per the customer's request. Intensive care therapy specialist for gambro was notifed of this incident and contacted facility's nurse specialist in the intensive care dept who stated that they have annual in-services that train on all the intensive care machinery used, including the prisma machines. She stated that they would like to have the in-service for the new prisma software upgrade, version 3.10.